Event description:
Manufacturer narrative: we were informed through our product complaint process of an adverse event that was reported from a customer in (B)(6). A patient was walking in the scanning room where a siemens pet biograph 16 truepoint was installed. The patient tripped over the end cap (rear portion) of the patient handling system (phs) bed, and fell to the floor striking their nose on the floor. This resulted in a patient injury of a broken nose. There was no injury to the operator. There was no system damage. There is no product defect or failure found. This is determined to be the only report of this nature. The root cause of the event is determined to be user error. Clarification of the received customer narrative was requested and received through our local siemens service organization in (B)(4). Our records indicate that the initial report of a nurse injury was incorrect and in fact it was the patient who tripped and fell breaking their nose. Original customer narrative: "the nurse was going to leave this room in the state with the thing in a hand. However, the nurse tripped on a table and fell down. The nurse broke a nose."